Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator experienced ongoing muscle issues in the lower back, accompanied by pain around the implant site. This pain is described as a tight knot that throbs and was first noted in early (B)(6) 2025. The patient reached out to their physician on (B)(6) 2025. The complication noted was discomfort and pain, with no medical or surgical interventions performed, and the issue has persisted. Currently, the patient is doing well, and their urinary symptoms have improved. They occasionally experience a twinge of pain at the battery site when turning their body into certain positions, but this discomfort occurs only with specific movements. The patient's body is still healing from the procedure to create a pocket for the battery. During their appointment, they informed the doctor about the pain they were experiencing in that area, which will be monitored moving forward. Additionally, the patient reported having pinched nerve pain due to a previous injury and has recently received an injection for it. The doctor did not prescribe any medication, and the patient will continue to follow up as necessary. There were no additional patient complications.